Manufacturer narrative:
Corrected information: the event occurred at the initial use of device. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿ok" key not functioning which was reproduced. Evaluation found that row #2 (on/off, setup, ok, and run/stop keys) were inoperable. The reported not functioning "ok" key was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date was reported to be (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "ok" key was not functioning on a spectrum pump. There was no patient involvement. No additional information is available.